Manufacturer narrative:
The lead remains in service. This report will be updated if additional information is received.

Event description:
It was reported by the patient that this right atrial (ra) lead was fractured. It was noted the lead was implanted in 2007, and it was left implanted in 2016 at a device replacement procedure. The patient wanted to know how long leads were supposed to be kept in use. The patient also reported feeling pain underneath the collar bone. A local field representative was contacted and learned additional information about this patient and lead. An x-ray had been performed showing the lead was fractured in two locations. It was noted only one hospital in the united arab emirates performed laser lead extractions and the field representative notified the electrophysiologist at the hospital about this patient's situation. At this time, the lead remains in service, with no adverse patient effects reported.